Manufacturer narrative:
(B)(4)- the actual device was not returned to the manufacturer for physical evaluation. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device manufacturing review confirmed the labeling, material, and process controls were within specification. Based on the clinical investigation for this report it was determined that there is no information provided that indicates a causal relationship between the peritoneal dialysis and use of fresenius products and the dehydration and hypotension. At this time without additional information no conclusion can be made that there was any causal relationship between the patient¿s dehydration and hypotension and the peritoneal dialysis treatment with fresenius products. The patient¿s hospitalization discharge summary was requested but it was not made available. Should additional information become available a supplemental MDR will be submitted.

Event description:
The wife of a peritoneal dialysis (pd) patient called technical support on (B)(6) 2017 reporting that on (B)(6) 2017, she completed the setup procedure without any problem and when she reached the step number seven in setup procedure, the patient experienced low blood pressure and was feeling dehydrated. The patient, who was not connected to the cycler at the time, was taken to the emergency room (e.r.) That night due to clinical concern. The pd nurse confirmed that the patient was hospitalized for four days due to low blood pressure (hypotension) and dehydration. The pd nurse stated that the patient's symptoms were not related to the peritoneal dialysis solution. The patient continued peritoneal dialysis in the hospital. The pd nurse stated that the patient was recovering and discharged from the hospital on (B)(6) 2017.